Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hd (hemodialysis) treatment, the catheter cracked. A crack of less than 2mm was noted in the lumen between the hub and the ports (clear part under the clamps) and caused leaking of blood during flushing, there was blood loss of 1ml, no intervention was done and no transfusions required. In order to resolve the issue, a new catheter was used. There catheter was in place for 2 years. The patient's status was initially fine post dialysis, however weeks after the patient died due to myocardial infarction (mi) and the event was confirmed to be not related to the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hd (hemodialysis) treatment, the catheter cracked. A crack of less than 2mm was noted in the lumen between the hub and the ports (clear part under the clamps) and caused leaks of blood during flushing. In order to resolve the issue, a new catheter was used. The customer stated that the patient was initially fine post dialysis; however, weeks after, the patient died due to myocardial infarction (mi).